Event description:
It was reported that the pt experienced loss of therapeutic effect over the past couple of years. The pt "went to ICU" and was told by a physician that a CT scan done a year or so after implant of the pump showed they had scarring on back; the pt believed that she was told that there was an occlusion in the catheter. The hcp had continued to turn the pump up, the dose increases have not helped with the pain. The pump contained dilaudid and marcaine. The pt was at home at the time of the report. The reporter indicated that the pt was told to wait until december to have the pump medication changed; they "are in too much pain to wait that long". No complications with refilling pump were reported.